Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturing reference number: 2017865-2023-02710. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the right ventricular lead exhibited high capture threshold. The right ventricular lead was repositioned on (B)(6) 2023. During the procedure, the pacemaker's right ventricular set screw was unable to tighten. The pacemaker was explanted and replaced. The patient was in stable condition.